Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of phenylephrine alarmed for air in line with no leakage. Upon investigation, they noticed a cracked female luer in the tubing while connected to the patient. There was no patient harm.